Manufacturer narrative:
Vu motherboard was replaced. Service software tests were carried out. The device passed all tests and checks.

Event description:
Hamilton medical ag received the following event description: ventilator turned off during patient use. Biomedical noticed the ip to vu cable towards the back of the vu port had exposed wires as well as being loose while being plugged in. Biomedical at the facility replaced the ip to vu cable.